Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was bent and only plugged into the ins recharger (insr) backwards. It was noted that the insr was unable to charge and that the ins was discharged. A new desktop charger was sent to the patient. No further complications were reported.